Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days after the implant procedure, a pneumothorax was identified. The physician stated that this possibly occurred during the attempt to access the subclavian vein. The patient was treated with thoracic drainage on (B)(6) 2016. The patient was in good condition post intervention.